Event description:
It was reported that during a routine floor check at the hospital this pacemaker system was interrogated and noise and oversensing were noted on the right ventricular (rv) lead. The noise was reproduced with isometrics. Additionally, the pacing threshold measurement on the rv lead had increased to greater than 4 volts, and a lead safety switch (lss) to unipolar had occurred due to intermittent high out-of-range pace impedance of greater than 2,000 ohms. Surgical intervention was performed. During the procedure, the rv lead was tested on the pacing system analyzer (psa). Noise was reproduced during the psa testing; however, the impedance was within the normal range. The physician elected to place a new rv lead. The former rv lead was surgically abandoned. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.